Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: g1-2 contact office, g4, h6; h6 result code ¿ remove 3233 h6 conclusion code ¿ remove 11 and 22.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, a complete component separation of the proximal extension and bifurcated device (type iiia endoleak) and aneurysm enlargement (5.2cm to 5.4cm) were detected by routine follow-up non-contrast CT (computed topography). The physician elected to treat the patient by implanting a cook (non-endologix) thoracic cuff device on (B)(6) 2019. The endoleak was confirmed resolved and the patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported.